Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that "during clinical diagnostic and therapeutic procedures using the endoscopic camera system, the lens was found to be loose and moving independently, unable to remain stably fixed, which compromised the clarity of the surgical field and operational safety. To ensure the smooth progress of the procedure, the faulty device was immediately discontinued, and a backup endoscopic camera system was switched in to ensure the normal conduct of clinical work.". No negative impact in state of health reported.